Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during kit inspection, the inspector confirmed that tip of driver was broken.